Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. The pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. Reportedly, the customer continued to use manual injections as alternate insulin therapy.